Manufacturer narrative:
No product will be returned per customer. The customer complaint of a maxzero valve splash could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a general concern that the maxzero valve piston sometimes sticks in the open position when disconnecting a syringe, which results in a "splash" of radioactive isotope. The splash is more than a droplet and the splash sometimes results in the user coming in contact with the radioactive substance. In addition, the hospital and a third party disposal facility have been receiving radioactive gate alarms in their respective garbage disposal areas, which might be the result of the leaking valves. No user and/or patient harm reported.